Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted lymphonodectomy surgical procedure, a screw fell out from the connect part of prograsp forceps instrument. A backup instrument was opened, and procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and was found to be defective. The broken screw on the prograsp forceps instrument was located on the distal end. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.0605" at the swaged end compared to the nominal pin diameter of 0.0605". Measurement results suggest the pin is not swaged at all. Grip and other components adjacent to the dislodged pin do not show damage. The grip tips have scratch marks/abrasions, indentations, and wear on it. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.